Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The download data shows that timeouts were generated during the device's run. The device was reset and paired with a master pdm to deliver a bolus. The bolus was successfully delivered and the rerun data did not return the timeouts that were present in the original data. No other damages or defects were found that would result in a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl despite bolusing while wearing the pod between 36 and 48 hours on the infusion site (arm). As treatment, the pod was removed, a new pod was applied, and a bolus was administered.